Event description:
At 2:00 pm on 07/20/97 nurse a began a tpn infusion of 325 cc containing glucose, amino acids, vitamins and electrolytes into a 20 day old premature female. New tubing and a new cassette were used at this time. The abbott pump was set to infuse the tpn at 9cc per hour through the b channel. The pump was plugged into a regular electrical outlet. The door of the pump shut correctly and no alarms sounded during the next 1 hour and 50 minutes. At 3:50 pm nurse b checked the tpn bag and found only 24cc left in the bag. No pump alarm was sounding. By 4:00pm the bag was completely dry and the pump was alarming with the "air in line" message. Nurse b opened the pump and found a tubing clamp in the pump mechanism. The prongs where the cassette fits into the pump were slightly bent. Nurse b removed the clamp and the cassette from the pump and discontinued the tpn fluid completely. The physician was contacted. The disposed tpn bag that had been removed at 2:00 pm was found to contain the appropriate amount of leftover fluid, indicating that the pump had been functioning correctly prior to 2:00 pm.